Event description:
Boston scientific crm received information that one day post implant, this atrial lead was exhibiting impedance measurements greater than 2000 ohms and no sensing. Thresholds cannot be measured as the patient is in atrial fibrillation (af). An x-ray confirmed the lead was still in the same position as implantation.

Manufacturer narrative:
Pocket manipulation was performed with no change in lead measurements. The physician decided to monitor the patient and see how she does. The device was reprogrammed to vvi mode. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.